Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer stated that she delivered 19u of bolus correction this morning but it doesn't show up on the record she's having issues on the calibration. It was unknown how the customer treated for their low. It was unknown whether customer was using the auto mode or not. The pump will not be returned for analysis.